Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-11518. It was reported the pt had fallen, and was no longer feeling the stimulation. X-rays were taken which did not reveal any anomalies, and the impedances for the leads were within the normal range. F/u identified the physician may undertake surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.